Event description:
Patient reported "implants made them sick, they had thyroid issues, migraines, fibromyalgia, fatigue, hypersensitivity to food and medications, autoimmune issues, rashes all over", "messed up my whole body and I'm still messed up", "still have migraines weekly, hair test found heavy metals, and didn't heal from a cervical spine injury" which are not device related. Later, healthcare professional reported capsular contracture baker grade unknown, "breast pain", "frequent headaches and migraines, "neck pain", "extremity numbness and tingling". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.